Manufacturer narrative:
Correction: update to implant and explant dates. An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed by mar. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 14 oct 2019. This inspection indicated: the head and hip stem were returned in the assembled condition. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The stem fractured approximately 5.75 inches from the distal tip. Damage was observed on the stem consistent with the cement-mantle breakdown process in addition to the explantation process. Macroscopic surface features on the distal fracture surface indicate that the fracture initiated on the superior surface and propagated inferiorly. The proximal fracture surface was obscured by post fracture abrasion and explantation damage , no further analysis was performed. Damage was observed on the superior surface of the stem consistent with the explantation process. The distal fracture surface of the stem was analyzed further using a scanning electron microscope (sem). Dimensional & functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis: a material analysis has been performed. The report concluded: the stem fractured in fatigue; with final fracture occurring in overload. Eds showed the stem base alloy was consistent with the drawing. Damage on the stem was consistent with the cement-mantle breakdown process and the explantation process. Post fracture abrasion obscured the fracture surfaces. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: undated x-ray does not confirm fracture, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded 'the stem fractured in fatigue; with final fracture occurring in overload.' The root cause has not been determined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Apparently an exeter patient was walking along and the neck of his exeter stem broke.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Apparently an exeter patient was walking along and the neck of his exeter stem broke.